Event description:
Related manufacturer reference number: 1627487-2022-01640. It was reported the patient fell and lost therapy after. Diagnostics showed high impedances on the t12 lead and parasthesia was not felt until the maximum on l1 lead. X-rays showed partial fractures on both electrodes. Surgical intervention may be pending.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Additional information indicates the leads were explanted and replaced to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.